Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report.

Event description:
Primary surgery in (B)(6) 2015. Patient developed disabling pain and on (B)(6) 2016, he underwent arthroscopic surgery of the right knee with synovectomy and partial lateral meniscectomy.